Event description:
Acct. Reports that when they went to inject the contrast dye with a high power injector, the tubing burst. States they have had 2 incidents this year. States they usually use a 20 gauge IV catheter. No pt. Injury reported, but acct. States it is concerning.